Event description:
N/a.

Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h6, h11. The medihoney (ID (B)(6)) was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. This complaint issue has the following relevant quality records: the recall 3005920706/08052025/r/009, for packaging failures were identified which could lead to a breach in the sterile barrier was initiated based on the product safety board decision on a health hazard evaluation (hhe). The hhe evaluated identified packaging failures including tube end seal bursts causing leaking, cut tubes causing leaking, and misalignment of the induction seal which may lead to a breach of sterile barrier. End seal and cut tubes failures would be obvious to the customer upon receipt, while the induction seal failure may not be noticeable depending on severity. The customer did not report any specific packaging concerns in this case, but it cannot be determined if there are issues due to the inability to evaluate the device. A corrective and preventative action (CAPA) was initiated to encompass the corrections for all medihoney skus that are required to execute prior to the continuance of manufacture and sale of medihoney. Medihoney has been on hold under quarantine initiated on (B)(6) 2025 and remains on hold at the time of investigation completion. This CAPA shall determine the root cause for the packaging issues defined in the referenced hhe. At this time, it is not confirmed that the product contributed to the patient's infection. A medical assessment was requested to integra's medical affairs team, and the following was provided: "it was reported the patient/customer is a 90 y/o, 94kg female with a chronic ¿sacral bedsore¿ where medihoney was used on this pressure ulcer. The patient reports ¿re-hospitalization with c. Difficile infection (cdi).¿ risk factors for cdi are primarily associated with recent antibiotic exposure, advanced patient age, hospitalization/long terms care, severe illness, and gastric acid suppression; the concomitant medication pantoprazole 40 mg was reported for this patient. The risk of contamination from a broken tube seal would depend upon contamination with c diff spores. Medihoney is sterilized via gamma-irradiation after packaging so spores in raw honey (e.g., c. Diff, c. Botulinum) should be inactivated. Pharmaceutical/medical manufacturing in controlled cleanroom environments minimizes airborne spore contamination and is rarely associated with infectious complications. For medihoney, risk of contamination with c diff spores before irradiation is extremely low, and after irradiation, they would be inactivated. Fecal incontinence is a much more plausible explanation for the cdi as c diff spores are shed in stool of infected patients or patient carriers. Prolonged skin contact with stool around the sacral area often leads to wound contamination and perineal colonization. The advanced age of the patient makes her a high risk for cdi if spores are present. Prior hospitalization information is not provided and may include antibiotic therapy and incontinence. Based on the information that was provided, the likelihood the patient¿s cdi was caused by contamination from a broken tube seal is extremely low or negligible." "A subsequent hospitalization was reported where the patient returned to the hospital (B)(6) 2025 and wound swabs showed mrsa, strep, and staph infections. She was still on multiple antibiotics upon her release to home on (B)(6) 2025. As stated above, medihoney is sterilized via gamma-irradiation after packaging to eliminate viable bacteria, including mrsa, staph, and strep. The product is also naturally antimicrobial. Internal testing demonstrates the antimicrobial effectiveness of medihoney and supports the low risk of the product¿s open shelf-life of 4 months - single patient multiple uses. The most realistic contamination scenario for a medihoney tube broken seal post-irradiation (e.g., cracked, lifted, or not bonded) would be common environmental microbes (staph, pseudomonads), not pathogens entering the product during use, storage, shipping, or handling. The risk factors associated with this patient¿s scenario include chronic pressure ulcer, chronic open wound, repeated dressing changes, incontinence, possible malnutrition, comorbidities such as malnutrition and diabetes, and factors associated with increased infection risk. These factors, combined with skin flora and/or cdi, other environmental bacteria, and fecal flora. A more plausible contamination route is clinical use after opening ¿ especially if the product opening or nozzle touched the wound or dressing. C diff (being primarily a gut pathogen and not a skin/wound pathogen) is usually seen with colitis after antibiotics and not wound infection. Chronic wounds like sacral pressure ulcers almost always become colonized with multiple bacteria. In this case, the first treatment was directed towards the cdi (a pathogen likely coming from the patient), but once the cdi was eliminated, it is likely the skin/wound pathogen contamination (mrsa, staph, and strep) came from endogenous colonization or the local wound environment. Pressure ulcer infections are usually from the patient¿s own flora or a contaminated environment, not topical product contamination."

Event description:
The customer reported: "I have a tube of recalled medihoney that was used on a sacral bedsore starting at the end of (B)(6). The tube was sticky when it arrived. Nothing was thought about it at the time. I have encountered sticky bottles of honey at the store. I was re-hospitalized (B)(6) 2025 with cdiff. Released on (B)(6) 2025. At the end of (B)(6), I was told to restart the honey. I did. As time progressed wound became sore, inflamed and smelled quite strongly. None of these problems existed before the medihoney was restarted. Returned to hospital (B)(6) 2025 wound swabs showed mrsa, strep and staph infections. I was released from the hospital on (B)(6) 2025 and was still on multiple antibiotics after coming home. Use of medihoney was discontinued in favor of alginate. I still have the tube of medihoney and highly suspect it is contaminated and infections caused by it since they only developed after use of this product. I have had no more problems. I contacted my doctor and he told me to contact the manufacturer. The tube has been wiped and cleaned many times but still oozes and is sticky." Additional information: "wound prep: clean wound with wound wash, apply medihoney and sterile gauze cover with silicone foam bandage no, medihoney alginate was not used. Alginate was used during hospitalization and after release on (B)(6) 2025, medihoney was not used after (B)(6) 2025 on my return to the hospital other wound treatment: debrided surgically on (B)(6) 2025 wound is almost healed. Medihoney was order through in home health care agency and was applied upon receival of the product, I have already sent you the letter from cardinal infections began after use of the medihoney. Tube arrived sticky. I have wiped it and it has been placed in a plastic bag in a cool dry place. The tube remains sticky, it oozes."

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.